Manufacturer narrative:
D6a: implant date: corrected.

Event description:
It was reported that plaque shifting occurred after stent deployment. The 85% stenosed target lesion was located in the right coronary artery (rca). Pre-dilation was performed with a 1.5 x 10 mm non-boston scientific ballon catheter, and a 20 x 2.75 mm promus elite mr drug eluting stent was advanced and deployed. However, it was noted that the plaque shifted into the obtuse marginal (om) branch, resulting in compromised flow. To address this, an additional 2.5 x 16 mm promus elite stent was deployed to open the om with kissing technique. The procedure was completed without any reported complications, and the patient was stable.

Event description:
It was reported that plaque shifting occurred after stent deployment. The 85% stenosed target lesion was located in the right coronary artery (rca). Pre-dilation was performed with a 1.5 x 10 mm non-boston scientific balloon catheter, and a 20 x 2.75 mm promus elite mr drug eluting stent was advanced and deployed. However, it was noted that the plaque shifted into the obtuse marginal (om) branch, resulting in compromised flow. To address this, an additional 2.5 x 16 mm promus elite stent was deployed to open the om with kissing technique. The procedure was completed without any reported complications, and the patient was stable.